Manufacturer narrative:
(B) (4). The customer's biomed decided to complete the repair himself, as the therapy connector repair was billable. It was later confirmed by the customer that the therapy connector had been replaced, and after observing proper operation through functional and performance testing, the device was placed back into service for use. The removed therapy connector was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported by the customer's biomed that the device had a broken pin in the therapy connector. There were no reports of patient use associated with the reported failure.